Event description:
The pt was implanted with a left ventricular assist device. Approx 6 months post-implant, a routine x-ray was taken and the outflow graft bend relief was noted to be disconnected. The pt was returned to the operating room for re-operation, in order to replace the bend relief. It was reported that during the procedure, the surgeon observed tiny holes in the surface of the graft, which explained the pt's episodes of intermediate tamponade and bleeding.

Manufacturer narrative:
The pt remains on lvad support with this device and is recovering from the operation. The bend relief was successfully removed and the outflow graft was protected with a separate prothesis. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.